Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator could not be interrogated via radio frequency telemetry. Several programmers were used. The device was eventually able to be interrogated via inductive telemetry.